Event description:
Medtronic received information that prior to use of these el reservoirs, it was reported that all six devices inside the pack of the devices were damaged. A small hole was identified in the packagings. The devices were replaced. There was no patient involved. Medtronic received additional information that only the packaging of the devices was damaged. There was no missing or wrong devices or components in the packages. Medtronic received additional information that the devices were still located in the 'seal' of the packaging when the issue was identified.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.